Event description:
Part nt821707, drainage kit, lumbar - customer stated during attempt to place product, they were unable to pass the catheter beyond the tuohy tip. Customer later noticed a piece of the catheter was shredded. Customer needed to perform surgery to retrieve the piece that was left behind. Customer confirms patient has recovered.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Natus received notification of a report (B)(4) received through the FDA's medwatch program. Part nt821707, drainage kit, lumbar - customer stated during attempt to place product, they were unable to pass the catheter beyond the tuohy tip. Customer later noticed a piece of the catheter was shredded. Customer needed to perform surgery to retrieve the piece that was left behind. Customer confirms patient has recovered. Customer confirmed the product is available to be returned, however the form states they elected not to be identified. Customer did not provide any contact information, therefore unable to follow up for product return request acceptable risk associated with the complaint as per line 4.37 in doc-035405 risk analysis spreadsheet. Risk is considered to be moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part nt821707, drainage kit, lumbar - customer stated during attempt to place product, they were unable to pass the catheter beyond the tuohy tip. Customer later noticed a piece of the catheter was shredded. Customer needed to perform surgery to retrieve the piece that was left behind. Customer confirms patient has recovered.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Natus received notification of a report (mw5110422) received through the FDA's medwatch program. Capa005401 created to address complaint failure. (B)(4). Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. A review of doc-049039 natus external drainage lumbar catheter-risk analysis spreadsheet, identifies the hazard situation as "hazard ID # 1.1" based on complaint of "doctor extracted the lumbar drain and as it was being removed the tip of the drain unraveled/frayed, piece left behind. Severity 11, the residual risk level is considered acceptable. This determination is based on the information received by the customer who reported "nt821707, drainage kit, lumbar - attempted lumbar drain placement. Unable to pass the catheter beyond the tuohy tip". A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR was reviewed for this product and confirmed there were no anomalies observed. Failure confirmed: no. Investigation result code: san diego/eds products/no return of device for evaluation closure rationale: complaint could not be verified, materials not returned for analysis. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.